Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
A customer contacted baxter's technical service center regarding assistance to end therapy on the homechoice (hc) unit. The care giver (cg) stated that home patient (hp) had to disconnect and go to the hospital because he was feeling very sick from a possible cold/infection. The technical service representative (tsr) assisted the cg with ending therapy after the home patient (hp) was already disconnected. On (B)(6) 2010 product surveillance spoke with the nurse. On (B)(6) 2010 the patient had abdominal pain due to peritonitis and also experienced fever and chills. At the emergency room the patient's temperature was 39 degrees celsius. The patient was then admitted to another hospital and discharged on (B)(6) 2010. Causality was related to negligence of the patient or possible contamination via contact. There are no allegations against any baxter products in this case of peritonitis.